Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate erratic blood glucose results on the lifescan meter of ¿140 and 183 mg/dl¿ , "157 and 171 mg/dl" and "162 and 140 mg/dl". Each comparison was performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.